Event description:
It was reported that the inflatable penile prosthesis was explanted and replaced due to recurring incontinence. No further patient complications were reported in relation to this event. Analysis results: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the inflatable penile prosthesis was explanted and replaced due to recurring incontinence. No further patient complications were reported in relation to this event.